Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood (bg) glucose level of 40 mg/dl. Cause was unknown. Subsequently, the customer alleged low bg alerts were not annunciated as intended. The customer consumed candy and juice to address the low bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.